Event description:
In this event it is reported that reciproc blue files 6x sterile broke during use. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
Additional information was received indicating that the broken portion of the file was removed from the patient¿s tooth.

Manufacturer narrative:
The returned reciproc blue file r25 8/100 25mm 025 is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1723347, #1724116, #1724755, #1725004 and #1724114). Root causes are not identified. We will track this kind of event and monitor the trend.